Event description:
It was reported that the patient was deceased. Information identified in the manufacturer¿s database indicated the patient died approximately 4 months post implant of the implantable cardioverter defibrillator (ICD). The physician stated the patient's family is inquiring what happened at time of death with regard to device therapy. The physician stated there may have been a device issue based on review of rhythm strips from 2 months prior. No additional information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).